Event description:
It was reported that the pt had her lead replaced due to the impedance measurements being greater than 4,000 ohms. The lead extension appeared to be damaged where it went into the ipg. The lead extension and lead broke when the physician was trying to explant them. The lead broke off at the tines and tines and electrodes were left inside the pt. Both the lead and ipg were replaced. Further info is being requested from the hcp.